Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block, bradycardia and vertigo. The implantable pulse generator (ipg) exhibited premature battery depletion, was not pacing appropriately and was unable to be interrogated. The patient was given a temporary pacing lead, until the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.